Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An full osseotite® tapered implant 5 x 13mm (fnt513) was returned for investigation with its cover screw. Visual inspection of the as returned product identified evidence of wear from use in the form of residue coating the implant, but no other signs of significant damage or deformation were noted. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The product's dimensions were measured and compared to specifications and found to be within the specifications in the product's engineering drawing. An x-ray image was reviewed by subject matter expert (sme) and found that the image did not show relocation of the implant into the sinus. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev f 11/2015) and biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) information identified: applicable information can be found in the precautions (the following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions.) And potential adverse events ("potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Complainant reported that the implant relocated into the sinus during placement. Based on the evaluation performed, the reported complaint could not be confirmed. A root cause for this complaint could not be determined. The following sections have been updated: UDI:(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implantation surgery the fnt513 implant relocated into sinus.